Event description:
Information received a smith medical cadd-solis pump alarmed code 46440. No patient adverse events reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was peeled, the lens was damaged and the ac port was loose. Functional testing involved powering up the pump and the reported issue was not able to be duplicated during the investigation. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating that there was no patient involvement; the issue was discovered by reporter's vendor infusystem during recertification renewal.